Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient is experiencing thigh pain related to osseointegration of the stem.

Manufacturer narrative:
This follow up report is being filed to relay corrected information. Medical products: item: 00875705001, shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners lot: 62691593; item: 00885100932, neutral liner 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell, lot: 62546270; item: 00877503202, bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14, lot: 2719361.

Event description:
It is reported that a patient is experiencing right thigh pain related to osseointegration of the stem.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record for part 00771101010, lot 62350673 identified no deviations or anomalies. The device was used for treatment. The following components were reviewed for compatibility with no issues noted: part 00771101010 lot 62350673, part 00875705001 lot 62691593, part 00885100932 lot 62546270, part 00877503202 lot 2719361. Review of the complaint history for part 00771101010, lot 62350673 identified no additional complaints. Surgical notes were provided; the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.